Event description:
Complainant alleged that while attempting to cardiovert, a pediatric pt, the device failed to deliver shock. Complainant indicated that they did not have a pedi energy reducer adapter cable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be sent in for eval.